Manufacturer narrative:
Additional information the stent was successfully implanted in the mid-distal left main. No issues were noted with the nc euphora used to secure the stent. The patient required additional surgery as a result of the stent dislodgement. Correction: patient history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at the lesion. The lesions being treated were moderately calcified with 80% stenosis in the distal left anterior descending (lad) artery and 40% stenosis in the lm. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. When advancing the stent to treat the lesion in the lad, the stent dislodged in the mid-distal left main and proximal lad. The stent was then ballooned with an nc euphora balloon catheter. The patient was transferred for evaluation and treatment, including high risk percutaneous coronary intervention and potential coronary artery bypass graft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion intended to be treated was located in the proximal left anterior descending (lad) artery. The stent was placed in the distal left main. Device lot number updated. Product analysis: the device returned for evaluation. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact and stent impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.